Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. The reporter stated they do not believe the pump is delivering insulin correctly/accurately. The pump was unavailable at the time of the call to complete troubleshooting with animas customer support. Animas customer support made several attempts to contact the reporter in follow to complete the troubleshooting, but the reporter did not respond. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because there is an allegation against the delivery function of the pump.